Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one instrument opened by the account. The instrument was connected to pmv equipment and registered a mechanical fault. The instrument was disassembled. A crack in the proximal portion of the probe shaft was found. Based on these observations, the cause of the mechanical fault was determined to be the crack in the probe. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cracked probe. The file was concluded to be a misuse of the product. Replication of the cracked probe shaft may occur when the probe shaft makes contact with the out tube while the system was energized. The information for use for this product states: avoid using the device as a lever, either while dissecting or while activating the instrument. Added stress to the tip may cause the probe to touch in the inner tube portion of the instrument, resulting in mechanical failure and/or rendering the instrument inoperable. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter; during a living donor nephrectomy the device would not seal tissue completely but was able to be activated. The operating time was not extended. Additional tissue resection was not required. There was no tissue damage. Nothing fell into the patient cavity and there was no bleeding. No further patient details are available.